Event description:
During a dialysis treatment, there was insufficient weight removal. Due to failure of the uf (ultrafiltration) pump thermal fuse. Pt underwent an unscheduled treatment to remove the weight.